Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of no audio alerts on the g5 mobile application could not be confirmed. A root cause could not be determined via data.